Event description:
The reporter contacted animas on (B)(6) 2014 alleging the top of the battery cap was worn. There was no reported adverse event associated with this complaint. This complaint is being reported because the alleged issue was not resolved with troubleshooting.

Manufacturer narrative:
The battery cap has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.